Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 413-433 mg/dl. Customer changed pump supplies and reverted to using manual injections to address to address the reported issue. Customer resumed pump therapy.